Event description:
It was reported that during preparation of the steerable guide catheter (sgc), the fluid column would not hold during loading of the dilator. All steps were performed per instruction for use (IFU). The sgc was replaced to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and without the device to analyze, a cause for the reported leak/splash (loss of fluid column during device preparation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.